Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the plate is defective. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Fuse f7 was defective.